Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0509 captures the reportable event of suction button sticking.

Event description:
It was reported to boston scientific corporation that orca valve was used during procedure. During the procedure, the suction button became stuck in the depressed position. The procedure was completed using with another of the same device. The procedure was prolonged as a result of this event. There were no patient complications reported as a result of this event.